Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable and the customer cancelled the service call. However, no report of pt or staff injury was reported.

Event description:
The customer reported the 2800 system produced a generator systems error. No pt injury was reported.